Event description:
It was reported to philips that the system could not make exposures due to the message low load fluoro flavor selected. The device was initial clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned/non-emergency treatment, the issue occurred at the start of the procedure, and the procedure was delayed because it had to be repeated. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system could not make exposures. Upon troubleshooting, the rse examined the system log files and found the error message load fluoro flavor selected. The rse identified it as a tube rotor problem. To resolve the issue, the rse asked the customer to restart the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.